Manufacturer narrative:
This report is for an unknown cage/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: gulbis, a. Et al (2019), retrospective data analysis of anterior cervical discectomies and fusion without plate and screws, proceedings of the latvian academy of sciences. Section b, vol. 73 (5), pages 433¿439 (latvia). The aim of this retrospective study was to collect and analyse data from microscope-assisted anterior cervical discectomy and fusion surgeries without plate and screws during a four-year period of time. Between 2013 to 2017, a total of 198 patients (81 male and 117 female) with a mean age of 48±1 years were surgically treated. All patients underwent an elective microscope-assisted anterior cervical discectomy and fusion (acdf) without inserting plate and screws. Four types of cages were used in similar number of operations: cervios peek chronos c (n=47), syncage c (n=41), eit 3d print (n=58), cervios c peek (n=52). The mean follow-up period was unknown. The following complications were reported: 1 patient with eit 3d printed cage had cage subsidence. This report is for an unknown depuy spine conduit eit cage. This is report 1 of 1 for (B)(4).